Event description:
The customer reported noticing fluid on the top of the reagent cartridge while unloading the cartridge from a unicel dxc 600 synchron system. Customer technical support (cts) had asked the customer to wear gloves, gown and eye protection and proceeded to assist in troubleshooting. Cts advised the customer to check reagent probes and the customer noted fluid on the black drip tray under reagent probe b. The customer stated that fittings, syringe and probe were secured. The cts had the customer stop, home and prime the instrument and the customer noted no further leak. The customer stated that no erroneous patient results were generated and there was no change to patient treatment in connection with the event. There was no report of injury or exposure as a result of the leak. Beckman coulter field service engineer (fse) was dispatched to inspect the instrument. The fse removed and replaced the smart module, a/b module, a/b valve, 4 way valve, wash collar wash valve, wash collar vacuum valve but a specific failure mode could not be identified. Failure mode could not be identified but the fse replaced multiple parts to effectuate a repair.

Manufacturer narrative:
Results: smart module and a/b module. (B)(4).